Manufacturer narrative:
Updated fields: d8, d10, h3, h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the angle mechanism. Based on the results of the investigation, it is likely the following led to the malfunction: the corrosion on the angle mechanism caused the bending section to not be able to be controlled. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer reported an angulation lever that didn't move involving an olympus uretero-reno videoscope. There was no patient injury reported.